Manufacturer narrative:
B1. Adverse event or problem, corrected data: initial reporter inadvertently neglected to mark "adverse event" with "product problem" b2. Outcomes, corrected data: the initial reporter inadvertently neglected to mark an outcome.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was hospitalized due to an increase in seizures. A response was received from the physician alleging the device prematurely depleted one year after implant, and indicated the seizures were related to the low battery of the device. The battery was later replaced. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.